Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose greater than 900 mg/dl. The customer also experienced nausea, vomiting, headache, upset stomach and high white blood cell count. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.